Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has a visibly superficial lead. The lead is reportedly superficial on the left side of the neck (off-label), and the skin above the lead is red and uncomfortable. In addition, the lead has migrated from the initial placement and the patient no longer has effective stimulation. Follow-up identified on (B)(6) 2015 the patient's physician repositioned the lead back to the correct location. Effective stimulation was reportedly restored postoperative.